Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an air embolism occurred. The physician selected the use of an angiojet® solent¿ omni thrombectomy catheter in a procedure. During use of the device the hub broke off and sucked air in o the patient which was noticed on floral. No treatment was needed it resolved on its own. There were no flow issues and no occlusion of the stent. The procedure was completed with another of the same device and no adverse injury or complications reported. The patient was stable at the end of the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported an air embolism occurred. The physician selected the use of an angiojet® solent¿ omni thrombectomy catheter in a procedure. During use of the device the hub broke off and sucked air in o the patient which was noticed on floral. No treatment was needed it resolved on its own. There were no flow issues and no occlusion of the stent. The procedure was completed with another of the same device and no adverse injury or complications reported. The patient was stable at the end of the procedure.